Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/22/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The black box shows a rebooting event that occurred on (B)(6) 2017 at 22:06. When pump was powered back on the time/date was set to (B)(6) 2017 22:13. The total daily insulin delivery records correctly reflect the users programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 353mg/dl with blurred vision and polydipsia, associated with inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia with symptoms of blurred vision and polydipsia, and inaccurate delivery while on the insulin pump.